Event description:
A patient with end stage renal disease underwent laparoscopic insertion of capd catheter. Connector and cap/clip was applied but that night patient presented to local hospital with clear leakage through her dressing and the cap was found to be in the dressing, having come disconnected from the pd catheter. Patient required hospitalization for peritonitis. Dialysis clinic also reported the medcomp connector forming a loose and unreliable connection with the fresenius transfer sets.

Manufacturer narrative:
The device involved in the incident was not returned for evaluation. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. The complaint was forwarded to the engineering department for review. The report indicated that the female luer adapter failed in the field when connected to a fresenius transfer set. Parts from the involved lot were not available for evaluation. Ten parts from an inventory lot were evaluated with an iso 594-2 luer lock gage. All parts passed inspection. Incompatibility between the medcomp female luer adapter and the fresenius transfer set has been previously communicated to medcomp (without direct complaints from the field). The medcomp universal female luer was evaluated with a syringe and a fresenius transfer kit. The syringe meets iso 594-2 for a male luer lock taper and made a secure connection with the female luer. Upon observation the threaded collar of the fresenius transfer kit is longer than the collar on the syringe. This longer collar prohibits additional tightening around the female luer adapter. Depending on manufacturing tolerances on both components, it is possible that a secure fit may become compromised. In conclusion, the medcomp female luer adapter meets iso 594-2 specifications, and the threaded collar of the fresenius connector prohibits further advancement and tightening of the connector.